Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had connectivity issues with the monitor, pet the inpatient nursing staff. Upon loading historical data on the monitor for heartmate touch, it was not loading correctly. Data was not showing on the screen. The nursing staff switched carts multiple times and it occurred on the carts with every switch. Periodic and event data would only show for a certain amount of time, the whole history that should appear when historical mode was open did not, and the graph screen had no data or the graph would have straight lines across. It was determined that the issue was with the controller. Log files were sent for review, and the event log file data recorded lower than expected voltage while connected to power module power, with voltages less than 12 volts in some cases. These events were associated with frequently occurring (f56) v_unable_charge_ebb power fault flags. Motor function was not affected by these events. These events could be indicative of wear on the power leads or potentially an issue with the patient cable or power module. This wear could also have been associated with the reported communication issues. Ultimately, the controller was exchanged, and the issue seemed to resolve.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of communication issue and unable to charge fault events could be confirmed with the returned system controller (serial # (B)(6). Electrical measurement revealed several wires did not pass continuity measurement, which included the communication wire. The resistance values would increase as the cables is manipulated and has the potential to affect the communication. The damage conductors appear to be related to the repetitive flexing of the power cables during use. Data on 22nov2024 was reviewed. The controller event log file revealed unable to charge fault events that did not result in an alarm and appears to be when the power cables were connected to the power module. The fault events became active as the voltage value decreased as low as ~10v and activates an alarm if the value is sustained long enough. The less than expected voltage values were not reproduced while connected to test power module. A root cause of the damaged conductors and the unable to charge fault events captured in the log file could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 8, ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller connectors and cables. Under section 5, ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. Under section 4, system monitor, ¿a flashing communication icon appears at the lower left corner of all system monitor screens. The flashing icon indicates active communication between the system controller and system monitor. If the icon is not flashing or has disappeared, check the system monitor-power module cable connections and restart the system monitor.¿ no further information was provided. The manufacturer is closing the file on this event.